Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the reset process, after which the cgm error code did not reappear. The caller successfully started their sensor session.